Manufacturer narrative:
Screw was received and examined both visually and under magnification. No damage was noted to the screw. No scratches were found and the screw seems to be in like-new condition. Additional mdrs associated with this event: MDR 3025141-2015-00046 follow up 1: plate, MDR 3025141-2015-00047 follow up 1: screw 1, MDR 3025141-2015-00048 follow up 1: screw 2, MDR 3025141-2015-00052 follow up 1: screw 6.

Event description:
Following implantation of an olecranon plate, the plate broke. The plate was explanted; however, one of the screw could not be removed and was left in the patient.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00046: plate, MDR 3025141-2015-00047: screw 1, MDR 3025141-2015-00048: screw 2, MDR 3025141-2015-00049: screw 3, MDR 3025141-2015-00050: screw 4, MDR 3025141-2015-00051: screw 5, MDR 3025141-2015-00052: screw 6.